Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th of august 2021 getinge became aware of an issue with one of our surgical lights prismalix. There was corrosion on the spring arm, what was confirmed by a photographic evidence. No information about any injury has been provided however we decided to report this case in abundance of caution as any rust particles falling into sterile field might led to contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights - prismalix. There was corrosion on the spring arm, what was confirmed by a photographic evidence. No information about any injury has been provided however we decided to report this case in abundance of caution as any rust particles falling into sterile field might led to contamination. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification, since appearance of rust could be considered as technical deficiency, and in this way device contributed to event. There is information that the device was not being used for patient treatment when the event took place. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion it is recommended to respect the cleaning instructions prismalix user manual 0113103 ed3g pages 28-30 ), avoiding spraying, high concentrations, prolonged exposure to detergents / disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device. To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages. Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe that remaining devices are performing correctly in the market. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. The purpose of this submission is also to provide a correction of catalog # section. This is based on the result of internal review. #d4: previous catalog #: ard567236986. Corrected catalog #: ard567236984.

Event description:
Manufacturer's reference number (B)(4).